Event description:
It was reported that during a service inspection the shaft for the interface bolt was found to be deformed. There is no known impact to a patient or procedural involvement that have been reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during a service inspection the shaft for the interface bolt was found to be deformed. There is no known impact to a patient or procedural involvement that have been reported.